Event description:
Two healthcare workers complained of burn upon removal of a load from a completed cycle. It is unk if the workers rec'd medical attn. Add'l info has been requested.

Manufacturer narrative:
.